Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose result of 600 mg/dl, and on (B)(6) 2011 a reading of 545 mg/dl. The patient did not suffer any symptoms of high or low blood glucose levels, but was suffering from a cold. The patient corrected his blood glucose levels using insulin injections via a syringe. Troubleshooting revealed all pump settings were correct, the basal setting was correct, data and time were correct, and there were no issues with the infusion set. It was also revealed the patient had bleeding at the infusion site, and had used the same infusion sites for ten years, which may have contributed to under-infusion of insulin. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. There is evidence of infusion site issues and the patient was ill with a cold. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.